Event description:
Seal and cut button of the subject device worked, but when seal button is used, system gives the short circuit error message. The subject device was replaced with a new device. There was no pt harm reported.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus for eval. This will be supplemented if device eval becomes available.